Event description:
As reported, the thermogard console sn (B)(4) displayed a tcmid:07 (coolant temp high) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system sn (B)(4). Console displayed tcmid:07 (coolant temp. High) error message" was confirmed based on the event log review but not during the functional testing. The root cause for the intermittent error message was a loose connection between the lm34 temperature sensors and the pic16 board, which most likely happened during device transportation. Internal component connections may become loose due to transport vibration. Upon visual inspection, no physical damage was observed. The event log was reviewed and confirmed the occurrence of the tcmid:07 error. In addition, the event log showed the presence of a tcmid:05 (coolant diff failure) error message around the customer's reported event date as a result of a loose connection between the lm34 temperature sensors and the pic16 board. The thermogard console passed the functional testing without errors. None of the error messages noted in the event log were reproduced during the functional testing. During further testing, it was noted that the difference in temperature measurements between the lm34 temperature sensor a and lm34 temperature sensor b were out of specification. Troubleshooting the problem revealed that the connection between the lm34 temperature sensor and the pic16 board was loose. The four connection plugs were cleaned and reconnected on the pic16 board to address the faults. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with sn (B)(4).